Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported device powered off without user input, which was not reproduced. Evidence of the reported problem was confirmed through a review of the event history log by the presence of "battery very low!" And "battery depleted!"; however, there were no improper shutdowns in the log. A standard battery module was also received with the device, which was sent for battery life testing and failed. The standard battery module was replaced.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.